Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged that their ts7000 dv surgical table has no function and will not operate. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
The customer alleged that their ts7000 dv surgical table has no function and will not operate. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
An investigation was performed by the technician. The technician was able to find the source of the issue in fluid residue on main control board and communication board. After replacement of these parts the table functioned as designed. The root caused was traced to a user error as fluid ingress exceeded the ipx4 standard due to incorrect cleaning of the device. According to the IFU, cleaning the operating table with a high-pressure cleaner, steam cleaner or water jet is prohibited. The operating table must not be cleaned mechanically. The cleaned manually with suitable utensils. Based on this, no further actions are necessary.